Event description:
(B)(4). Inflammation is getting worse and I have since had a special sonogram that revealed fibroid tumors. My dr. Has suggested I get a hysterectomy since my periods are heavy and I pass blood clots. I could get an ablation but he can't guarantee it'll help everything.

Event description:
(B)(4). Since this device was implanted I gained 60 lbs. Even though I wasn't thin before, my belly never looked like this. I have some bladder control issues. My hair use to be super thick and now it's thinned a lot. During ovulation my lower side hurts every month. More blood clots during periods. Although I use to have some dandruff problems I now have moderate to severe psoriatic arthritis. Fibromyalgia. I can't do anything without my body being inflamed or in pain for days and I never had that issue before. I had a fibroadenoma removed from my breast but I don't know if that's related. This all started in 2008 and has gotten gradually worse. The weight gain happened in the first year.